Event description:
Customer reported that aqc (automatic quality control) was turned off on the instrument from (B)(6) 2013. Customer also reported that the operator ran patient samples even though the aqc was turned off. There was no report of injury for this event.

Manufacturer narrative:
Patient results were generated even though the automatic quality control (aqc) was turned off. Patient results shouldn't have been generated if aqc was not being run. Customer noticed that the aqc was "unscheduled" and she turned on the aqc by selecting the option. Instrument is performing as intended.